Event description:
The device was removed due to infection. In 2007 rep was called; determined date of explant and new device information. Dr's office informed us that changeout performed by dr.. Secretary for dr's office read notes suggesting infection was possible and therefore the device needed to be removed. Also removed: linox td 65/16 MDR 1028232-2007-00552 and linox ts 65/16, MDR 1028232-2007-00565 was removed due to twiddler's syndrome.